Event description:
The customer reported that the shocks are much stronger than they should be.

Manufacturer narrative:
Describe event or problem: the customer reported that the shocks are much stronger than they should be. Deroyal: the returned unit was reviewed in all three modes and different intensity levels, with no issue found. The vendor stated that if they were using the product in burst setting it may feel a little stronger, or that possibly the electrodes and/or battery needed to be changed. There have been no manufacturing or material changes to the unit. The root cause could not be determined.